Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.